Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: the patient was admitted to the hospital on (B)(6) 2019 for rectal bleeding which started 2 days prior to admission after being constipated and having a hard large bowel movement. Coumadin and aspirin was withheld. The patient was given 1 unit or prbcs on (B)(6) 2019 and (B)(6) 2019. The patient was discharged on (B)(6) 2019.

Manufacturer narrative:
Section b5: additional information. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device- 8 months, 18 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2018. It was reported that after an episode of constipation and a large bowel movement, the patient was admitted due to multiple episodes of rectal bleeding (would bleed every 2 hours during the night of (B)(6) 2019) the patient had painless hematochezia differential including diverticula, hemorrhoids, angiodysplasia in the setting of lvad versus polyps. A colonoscopy was performed showing a solitary rectal ulcer with active oozing, and a clip was placed. The subject was administered one unit of packed red blood cells, vitamin k, aspirin, and withheld coumadin. The patient was discharged and was reportedly doing well.